Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. A field action search using cognos bi identified no quality hold with an r-code as the reason associated with the following part/lot (00700006020/63767639) combination as of (B)(6) 2020. Radiographs were provided and reviewed by a health care professional through the linked complaint (B)(4). Review of the available records identified the following : loosened and displaced acetabular implant with fixation screw fractures. No further evaluation could be performed with the provided x-ray images. A definitive root cause cannot be determined. Additional associated devices: trabecular metal acetabular revision shell item# 00700006020 lot# 63767639 00662406560, bone screw self-tapping 60 mm length 6.5 mm dia., lot # 61458850.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00662406560, bone screw self-tapping 60 mm length 6.5 mm dia., lot # 61458850, 00662406520, bone screw self-tapping 20 mm length 6.5 mm dia., lot # 63991418, 00662406525, bone screw self-tapping 25 mm length 6.5 mm dia., lot # 63896220, 00662406560, bone screw self-tapping 60 mm length 6.5 mm dia., lot # 62529457, 00662406550, bone screw self-tapping 50 mm length 6.5 mm dia., lot # 63991423, 00662406540, bone screw self-tapping 40 mm length 6.5 mm dia., lot # 63704581, 00662406540, bone screw self-tapping 40 mm length 6.5 mm dia., lot # 64080526. Report source: (B)(6).

Event description:
It was reported that approximately 17 months post implantation, the patient was revised due to loosening of the acetabular components. Attempts have been made and no further information has been provided.